Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. We are awaiting the return of the complaint device to complete our investigation. Method: a preliminary investigation has been carried out based on the event description and results from previous investigations. Results: our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. The component was most likely omitted during our packing process. Conclusions: the device was out of spec. We have received other complaints of missing components with an occurrence rate of approx 0.03% worldwide for the last year. We have an open CAPA project to address the issue of components being omitted during the mfg process.

Event description:
Our international affiliate reported that a proximal tube was missing from a rt206 adult breathing circuit. This alleged defect was found during their incoming goods inspection. No patient consequence was reported.